Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The manufacturer representative attempted to interrogate the device during an office visit on (B)(6) 2017. The patient stated they stopped recharging it several months ago because they were not getting any relief. The patient previously stated on (B)(6) 2017 that she did not use it often due to needing to turn it up so high that it loses charge. The manufacturer representative was unable to interrogate the ins due to an overdischarge (dead battery). The ins was unable to recharge. Per the manufacturer representative, there was no plan to explant at this point. There was no plan to use the ins again. The event was related to the device or therapy, specifically the patient's non-compliance with the recharge process as the patient chose not to recharge. No action was taken and the event was unresolved with no further action planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the clinical diagnosis was inadequate pain relief. The previous interrogation from (B)(6) 2017 showed no abnormal recharging and no observations were reported by the device.